Event description:
Pt was a (B)(6) male with a right middle cerebral artery (mca) m1 occlusion. Physician made three passes with a merci retriever v 2.5 soft for the occlusion. Pt had a thrombolysis in cerebral infarction (tici) score of 0 after treatment. Hemorrhage at right cerebral hemisphere was confirmed on a CT scan and an MRI right after procedure (intraparenchymal hemorrhage from insular cortex to nucleus basalis and subarachnoid hemorrhage). External cerebral decompression was performed as medical intervention. Physician believes that the subarachnoid hemorrhage was due to vascular damage with the merci retriever and that the intraparenchymal hemorrhage is attributed to hemorrhagic infarction.

Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., patient factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci retriever v 2.5 soft device could not be reviewed.